Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed an elevation in pump power that appeared consistent with a foreign material, such as thrombus, being ingested into the pump; however, a specific cause for this elevation could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A transient elevation in pump power and estimated flow was captured on (B)(6) 2023, up to 25 watts and 12 liters per minute (lpm), respectively. A decrease in pulsatility index and a slight speed drop below the fixed speed were also captured during this timeframe; however, no drop in flow below the patient's baseline range was observed. Based on previous complaint experience, this type of behavior is potentially indicative of material, such as thrombus, in contact with the spinning rotor, creating drag. No other notable events or alarms were captured. The pump operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4, "system monitor", states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿, states that pump performance is sensitive to changes in systemic vascular resistance. Additionally, this section discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was feeling well but had an observed power spike greater than 25 watts (w), with speed and flow drops. The log file review noted an unsustained power/flow elevation on (B)(6) 2023. The power was at 25 w and the flow was up to 12 liters per minute (lpm).